Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was monitored and had no noise anomaly noted.

Event description:
Customer reported via phone, the insulin pump had alarmed compromised force sensor system. Customer stated the reservoir was empty so she changed it and during manual the device was making noise. Then the alarm occurred. Customer attempted to rewind the device several time and alarmed reoccurred. Customer's blood glucose was 46 mg/dl. Customer didn't drop or bump the device prior to the alarm occurring. Customer stated the drive support cap was sticking out and didn't recall pressing it while reconnected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.